Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose on (B)(6) 2019 with blood glucose levels of 35 mg/dl at the time of incident. Customer was treated with glucagon. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer's doctor noticed that some history was missing from the pump, and the customer stated they wear the pump when going through airport security. The customer believes the pump is over delivering as they're using more insulin than before. Troubleshooting was completed and the pump passed a displacement test. The customer had a low on (B)(6) 2019 as well. The insulin pump will be returned for analysis.